Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round high profile 380cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/13/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures and it revealed a delamination of the shell to patch junction. No other anomalies were found. The complaint was confirmed since a delamination was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/18/2018, mentor received additional information about the event: the date of event was originally reported as (B)(6) 2017. New information states that the date of event is (B)(6) 2017. Patient¿s explanted device was replaced with a mentor smooth round high profile 380cc saline breast prosthesis. Manufacturer¿s reference number: (B)(4).